Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he accidentally ripped off his site, went back home to replace the site but later discovered the cannula was not inserted all the way into his skin and was kinked. He had high blood glucose level of 798 mg/dl and experienced diabetic ketoacidosis, so was admitted to the hospital. During hospitalization, he received intravenous insulin drip as corrective treatment which resolved the issue. The patient was admitted for two days and there was no permanent damage to the patient. No further information available.